Event description:
A report was received on a powered wheelchair leaking grease. In speaking with the reporter it was learned the left motor leaks a little grease now and then. Part will be replaced. No injury. Device issued to end user approximately 2 weeks ago.

Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. Model m91, serial number/date code unknown is of an unknown age. The owner's manual part number 1141450, rev.e (oct-08) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The malfunction has not been confirmed.